Manufacturer narrative:
Inspected 1 opened/used guardian sensor and found contact pad damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that the suspend event level was 165 mg/dl. Customer¿s other blood glucose was 67 mg/dl and 125 mg/dl. Sensor value that the suspend event was 100 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.